Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed. There was no reported product deficiency. The reported myocardial infarction (mi) is listed in the instructions for use (IFU) as a known adverse events associated with coronary stenting. In this case, it was reported that the xience stent was direct stented (no pre-dilatation). It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting does not appear to have contributed to the reported event as the patient effects did not occur until the next day after the procedure. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that one day post direct stenting procedure in the mid left anterior descending artery with one 3.0 x 18 xience v stent, the patient experience elevated cardiac enzymes. The ECG results revealed no myocardial infarction. There was no reported treatment given. The patient was discharged two days after the procedure. It was later learned that the patient experienced a peri-procedural non q-wave myocardial infarction caused by the target vessel. Though requested, there was no additional information provided.